Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16527478.

Event description:
It was reported that the patient was experiencing inadequate stimulation as the lead had high impedances on all contacts. The patient was reprogrammed but still had limited relief as the left lead was not functioning properly. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was retained by the facility and will not be returned.